Event description:
It was reported that the pump was not working properly. Reportedly, the customer went to the emergency room (ER) from it. The customer declined to provide further information regarding the event.